Event description:
It was reported that the patient could not undergo MRI due to a suspected fractured atrial lead. The impedance was greater than 3000 ohms and there was no capture in bipolar. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).